Event description:
The end-user was using the walker while cleaning out her refrigerator. She suffered from mobility deficiencies that made it difficult to stand for long periods of time. She used the seat function of the walker while cleaning out the refrigerator. While she was sitting on the walker, the right rear wheel on the walker snapped and broke off. This caused her to unexpectedly be thrown to the floor. She slammed the floor with such force that she lost consciousness. As a result of being thrown to the ground, she was unable to get up by herself. Immediately after hitting the floor and regaining consciousness, experienced extreme pain in her right shoulder and was confused. Transported to urgent care. Diagnosed with right clavicle fracture, right subdural hematoma and right frontal subarachnoid hemorrhage. She was put on non-weight bearing status and was required to use a wheelchair for ambulation. She was also subscribed to daily physical therapy and her arm was placed into a sling. She now has more trouble with her memory than she did previously and has also developed difficulty sleeping.